Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the complaint description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a myocardial infarction. Due to this, noise was oversensed by the device and inappropriately delivered a shock. This put the patient in ventricular tachycardia. Further evaluation of the patient was discussed. At this time, no change shave been performed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a myocardial infarction. Due to this, noise was oversensed by the device and inappropriately delivered a shock. This put the patient in ventricular tachycardia. Further evaluation of the patient was discussed. At this time, no change shave been performed. This device remains in service. No further adverse patient effects were reported.